Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer continue to use current pump and manual injections if needed for insulin therapy. Customer¿s blood glucose level was around 70 mg/dl.